Manufacturer narrative:
Legal manufacturer: hcs beijing - west area of building no.3, no.1 yongchang north road, beijing economic and technological development area china beijing, 100176, ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be submitted when the investigation has been completed.

Event description:
During an emergency cardiac examination on (B)(6) 2025 the ge healthcare system was unable to initiate x ray imaging due to a suspected x ray tube failure, despite multiple reset attempts. The examination could not be performed, and the patient was transferred to another facility located ~20 km away, where a procedure using another device was initiated. Ge healthcare was informed that the patient subsequently died at the second facility.